Manufacturer narrative:
E1: initial reporter address: (B)(6). Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of a prismaflex st100 set was observed to be damaged during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed two (2) sets from the same lot. On the first set, the access screwed connector was damaged. The customer reported that the connector was damaged during an attempt to disconnect it in order to connect another line. The second set showed several connections had been disconnected by the user and lines were added. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the component damage was determined to be user error, as the disconnection of the access screwed connector by the customer is an off-label use of the product. This connection is not designed to be disconnected by the customer. Should additional relevant information become available, a supplemental report will be submitted